Event description:
The pt was undergoing a diagnostic laparoscopy. A urteroperitoneal hematoma was noted in the peritoneal cavity. A laparotomy was done and the vascular surgeon found one small bleeder, which was then cauterized. The pt did well post-op and was asymptomatic at discharge. Hospital stay was extended from 1 to 4 days. The device was discarded after the surgery, according to the contact person at the user facility.